Event description:
An eye care professional reported that an unspecified patient experienced a corneal ulcer which required unspecified treatment associated with wear of night and day contact lens and use of amo complete moisture plus lens care solution. Several requests have been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.